Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 has a similar product distributed in the us, list number 6l22.

Event description:
The customer reported getting architect anti-hbc ii positive control in the eye. The customer was not wearing eye protection. The customer flushed eyes thoroughly with water. No further treatment. No additional impact to the user was reported. No impact to patient management was reported.

Manufacturer narrative:
The investigation included a review of the submitted data, search for similar complaints, trending data, labeling, and device history records. Review of historical data did not find a product issue related to the complaint incident. Labeling was found to be adequate for the complaint issue. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations. Based on all reviewed data, we conclude that there is no general issue with the architect anti-hbc ii control lot identified in this complaint. A malfunction was not identified as there is no indication that the product malfunctioned. The issue occurred most likely due to a handling error and the operator was not wearing safety glasses or other protective eye wear. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site.